Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after falling, the device was unable to be interrogated and loss of a magnet response was noted. The physician elected to explant and replace the device. The patient was stable.